Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's husband contacted lifescan (lfs) alleging that his wife's onetouch ultra2 meter was displaying the battery indicator. The medical surveillance specialist (mss) spoke with the patient's husband on (B)(6) 2012 and obtained the following information: the patient tests her blood glucose three times a day and manages her diabetes with humalog (sliding scale based on her food intake and blood glucose reading with the subject meter) and a set dose of lantus in the evening (dosage unknown). The reporter confirmed that the alleged issue began on (B)(6) 2011 at 3pm. Following the reported meter issue, the reporter indicated the patient continued with her humalog insulin (based on her food intake) that afternoon. The reporter indicated the patient did not test her blood glucose with another/secondary device after the alleged meter issue began. At 9pm that evening, the reporter indicated he replaced the subject meter's batteries; however, the alleged issue continued and approximately 30 minutes later, the patient became incoherent, clammy, and sweaty. The reporter corrected and clarified he administered orange juice as treatment and approximately 10 minutes later, the patient reportedly began to feel better. During troubleshooting, the customer service representative (csr) noted that the subject meter's batteries did not need to be replaced and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.